Event description:
It was reported that the driver tip was broken during final tightening. The broken piece was retrieved. No patient complications were reported.

Manufacturer narrative:
The instrument was returned to the manufacturer for evaluation. A visual examination confirmed the breakage.